Event description:
It was reported that the patient was given oral pain medication after her device was implanted on 2013 (B)(6) and took them for two days, but then didn¿t need them again until 2013 (B)(6) when she started to feel pain near her left hip that radiated to the thigh area. It was noted that there was no heat or trace of infection at the implant site, and the patient had taken the medication to keep the pain symptoms away. The reporter stated that the patient¿s doctor wanted the patient to turn stimulation off to see if that could be the source of the pain. It was reported that the patient stated there were no falls or trauma, and the patient was not in pain at the time of the report because, she took pain medications earlier and was waiting for them to wear off. It was noted that the patient had not made any adjustments to the stimulation since implant, and the pain radiated out to the side. It was reported that the patient did not have an appointment set to see the doctor yet, and the doctor wanted to ¿rule out¿ items before she came in to the office to see if they could find the root of the pain. The reporter stated that the new implantable neurostimulator (ins) was working ¿so much better¿ than her first ins in controlling her bladder. It was noted that the patient turned the device off and was waiting for the pain medications to wear off. It was reported that the pain seemed to ¿flare up¿ when she went to bed, and the patient had not slept in the past few days. It was noted that the patient hoped that she just needed to be reprogrammed to correct the issue. It was reported that the patient had more leads added during the implant procedure, and there were new leads in new spots. The reporter stated that until 2013 (B)(6) it was working great. It was reported that the patient didn¿t understand how the area was tender even though she hadn¿t fallen. A week later, it was reported that the patient went to a primary care clinic on 2013 (B)(6) and it was confirmed that the patient¿s pain was bursitis. It was noted that the patient was going to get a cortisone shot on 2013 (B)(6). The reporter stated that the patient changed the program on her ins and her hip didn¿t hurt anymore, and the patient wanted to know if stimulation could mess up, inflame, or aggravate the bursa. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28 lot# va078uw, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).